Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. The sample should be available to be sent, but has not yet been received. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a spinning spiros¿, closed male luer that experienced breakage and leakage. The reporter stated that the spinning spiros closed male luer was found to have a torn/cut/broken on the blue elastic part. They have seen 7 occurrences of leaking spiros so far. The event date was unknown. Sample photo showing the defective product was provided.

Manufacturer narrative:
Two photos were returned showing the spiros. One photo showed the spiros with the blue strap intact. The other photo showed the blue strap broken. The reported complaint of the broken strap and subsequent leakage can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint.